Manufacturer narrative:
These complaints were initially ruled out at the time of complaint receipt as during customer services troubleshooting, there was no indication to reasonably suggest that the products malfunctioned and there was also no allegation of any adverse events as a result of the reported issues. Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic quality or risk issue. Lifescan (lfs) received and further evaluated product returns the 6 complaints summarized in this report. The meters received for this complaint failed testing with the reported issue being confirmed. The investigation concluded that the "no language" issue occurred after the meters left lifescan control. Without accurate records of inspection and maintenance for the period of time the meter was outside lifescan control, it is not possible to eliminate storage and handling as cause. The displaying of the "no language" message is the programmed response of the meter when it detects crc corruption of the installed languages, during start-up mode verification checks. This report is processed under exemption number e2005018.

Event description:
This report summarizes 6 malfunction events. A review of the events indicated that the users experienced an unusual issue with their ot ultra 2 meter. These reports were received from various sources. The patients associated with this allegation have no age data and there is no weight data available. Of the reported patients; none were male, 1 was female & 5 were unknown.